Event description:
It was reported that the cartridge was damaged at the shroud, interrupting insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer loaded a new cartridge and resumed insulin therapy to address the issue in addition to their elevated bg.